Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Right side. Subsequently, physician reported capsular contracture baker grade IV. MRI has been performed. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture - baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified: yellow particles on the surface of the shell. No observed opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported rupture. Right side. Subsequently, physician reported capsular contracture - baker grade IV. MRI has been performed. Device has been explanted.